Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4) the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Device not returned.

Event description:
Edwards received notification of a pascal precision ace procedure in mitral position. Current admission for the patient was for cli (critical limb ischemia), so the patient underwent left femoral artery intervention. During admission, the patient also had elective coronary intervention to open the circumflex artery graft. During the graft intervention the patient suffered a lateral wall infarct. The circumflex graft occluded and could not be re-opened. Due to this infarct mr worsened due to the papillary muscle infarct. Ef dropped from 50% to 30%. Therefore, the team decided to treat the mr as the patient was highly symptomatic (dyspnea). The svg to the rca was also filled with thrombus but maintained timi 3 flow and was not treated then. Teer procedure was performed under conscious sedation. The tsp (transeptal puncture) was uncomplicated. Then the gs (guide sheath) was handed off with the syringe attached to the introducer. The syringe was removed once guidewire was inserted into the distal tip of the introducer. Gs was then advanced across septum and the device was inserted into the gs and inadvertently advanced too far, approximately 30-40cm. The implant was within the proximal half of the gs as it was not visible in the distal half of the gs via fluoroscopy. Approximately 20 ml of air was aspirated before blood was visible in the syringe. This blood was not returned to the patient. During flushing steps, the patient began to hemodynamically deteriorate (st elevation not observed), and resuscitation was started (acls and ECMO). Patient was in pea and CPR lasted approximately 15 minutes. Once the patient was stabilized, the teer procedure (2 implants) was carried out with good mr reduction. Ef returned to baseline. Post device implant, attention was turned back to the revascularization of the coronary arteries. The svg- rca was stented and no air was observed in the coronary vasculature or grafts. The patient was weaned in the cath lab and made a good recovery before being discharged. Per medical opinion the cause of the hemodynamic collapse was due to air embolism, possibly into the vein graft supplying the rca.

Manufacturer narrative:
The complaint for inadequate aspiration, air remaining in device during insertion was confirmed with other empirical evidence. A device was not returned for evaluation so representative units were utilized for testing. The procedure was simulated using a hemostasis chamber and trials were conducted in which gs aspiration occurred per the IFU, with the implant just distal to the gs seals, and per the event description, with the is inserted about 30cm into the gs. Testing demonstrated that aspirating the gs with the is inserted 30cm into the gs is not as effective as aspirating with the implant just distal to the gs seals. Testing was conducted assuming air had not been introduced due to user error during steps prior to is insertion and gs aspiration. Any air introduced prior to these steps could amplify volume of air seen at the conclusion of is insertion after aspirating the gs. After reviewing the reported event description and reviewing with the physician that the gs was aspirated after advancing the is approximately 30cm into the gs, it is determined that use/user error led to excess air entering the patient from the pascal precision system. Imaging was returned for evaluation. However possible contributing factors to the air observed are indeterminable. No non-conformances were found related to the complaint description. This complaint is confirmed through the physician detailing advancing the is too far (30cm) into the gs prior to gs aspiration.